Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device was not working as intended leading to the procedure. No device malfunctions associated with the explanted aus were gathered. Two cuffs were tested during the procedure, however only the 4.5 cm cuff as implanted into the patient. The patient did not experience any further complications. No more information available at the moment. Should pertinent additional information become available, it will be provided.